Event description:
Pt reported obtaining blood glucose result of 7 mg/dl and 700 mg//dl, while using the suspect device. The device's numeric reading range is 10 mg/dl - 600 mg/dl. Pt did not self-treat based on these results. While on the line with technical support, pt performed a display check; all lcd segments reportedly appeared normal. The alleged values of 7 mg/dl and 700 mg/dl were not found in the device's memory (which retains the last 480 test results). No pt injury was reported. Technical support requested the return of the suspect product and repalcement product was shipped.